Manufacturer narrative:
(B)(4). Age at time of event: over 18 years. (B)(4). Device evaluated by MFR:the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and catheter removal difficulty occurred. The target lesion was located in the extremely tortuous and calcified right coronary artery (rca). A 16 x 4.00 rebel stent was advanced to the lesion however crossing difficulty was encountered. When the physician tried to remove the device, the device seemed to be stuck in the lesion. The stent dislodged from the stent delivery system (sds) balloon and fell off in the proximal rca. The physician thought that the stent dislodgement was due to the tortuosity and calcification of the lesion. A snare was used to remove the stent from the patient and the procedure was completed with balloon angioplasty. No patient complications were reported and the patient¿s status was fine.